Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain, suffering, disfigurement, mental suffering, disability, impairment, and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.